Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was having charging issue and underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having charging issue and underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.